Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/16/2019, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Loss of connection was confirmed; however, the device operated within specification. The root cause could not be determined.